Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 156mg/dl. The customer stated that the pump completely stopped working. She stated that it had something to do with where the battery was. The initial issue was during priming because it would not stop and she was sent a new one. The pump would not turn on even after a new battery was inserted. The customer stated that she will call back the next day to troubleshoot the pump. Troubleshooting was not performed. The device was not returned for analysis.